Manufacturer narrative:
Visual inspection: screw fracture was confirmed through inspection of the associated radiographic image. The image showed that the construct was composed of a four (4) level plate, ten (10) screws, and four (4) interbodies. Both screws at the caudal-most level of the construct appear to have been fractured. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It is not clear what caused the screws to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Ultimately, no root cause for the failure could be determined based on the available information.

Event description:
It was reported that two ozark view self-starting, variable screws; size ø4.0x16 mm broke post-operatively. It is unknown if explant surgery has been scheduled. This report captures the first of two screws.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two ozark view self-starting, variable screws; size ø4.0x16 mm broke post-operatively. It is unknown if explant surgery has been scheduled. This report captures the first of two screws.